Event description:
International affiliate reports the surgeon target was a metastases at the anterior third of the vertebral body, stopping at the posterior third to harvest biopsy material. When resuming the procedure, the confidence needle bent 15 degrees and, finding a point of no return, the surgeon injected pmma. After the cement was delivered, the surgeon withdrew the needle with rotational movements until he felt a sudden resistance loss. The needle came off broken, leaving 60% inside the pt vertebral body. As an unintended portion of the device remains in the pt, a medwatch report is being filed to document this event.

Manufacturer narrative:
The needle was returned with the tip portion broken off and missing and with dried cement within the device. The cannula was found to be bent and twisted. Review of the device history record cannot be performed as the kit and device lot code are unk. The cause of needle breakage cannot be positively determined. However, the damage is indicative of the application of atypical force upon the device during usage. At this time, the complaint is considered to be closed.